Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When an ipsilateral leg of a trunk ipsilateral leg endoprosthesis was deployed, the ipsilateral leg was deployed with pushing up. A final dsa revealed no endoleak, but it revealed the right internal iliac artery was covered by the ipsilateral leg unintentionally. The physician decided to not perform any treatments for the obstruction of the right internal iliac artery because the left internal iliac artery was patent. The physician stated that the obstruction of the right internal iliac artery might have occurred due to a position of a marking being wrong at the first angiography. Reportedly, the right common iliac artery was difficult to see because the contrast dye was pale.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur include, but are not limited to, occlusion of native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.